Event description:
Additional information was received from a patient (pt). It was reported that recharger shocking/heating has been resolved.

Manufacturer narrative:
Product ID 97755 lot# serial# (B)(6) was returned for product analysis. Analysis found that there was a recharger antenna failure and there was a low test reading of 0. The device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that sometimes it took a while for them to get the equipment to start recharging the implantable neurostimulator (ins) and that they had to keep moving the recharger around to start recharging the implanted neurostimulator. Patient said that they charged the ins and controller every night. Pt said that they thought they needed a new battery. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pss had the pt unlock the controller; the controller battery was at 60% and the ins battery was also at 60%. Pss had the pt initiate an ins recharging session; pt saw the controller light flashing green with recharging excellent. Pt saw no apparent damage to the equipment. Pt said that sometimes in the morning, the controller battery would be lower than normal. Pt said that they would either charge the controller overnight or they would unplug the controller at night after the controller was fully charged. Pt said that this was the first time that they had seen the controller battery that low in the morning. Pt said that the controller battery would normally be at 80% or something like that. Pt said that they unplugged the controller from the power supply last night as the controller was fully charged, and they hadn't used the controller since but the controller was at 60% this morning. Pt said that they would recharge the controller again after the call. When asked for the event date, patient stated that the issue started just a couple days ago; pss asked the pt if the issue started on monday and pt said that it was probably monday. A replacement battery pack was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that hey were sent a new controller battery. Pt thought they had needed a controller battery because their controller battery life was draining really quick when charging the ins. The day before yesterday when charging the implantable neurostimulator (ins) noticed that the cord that where it connects to the rubber cord got warmer than warm, the relay got hot as well. Pt attempted to charge the ins last night and not only was the recharger (rtm) warm but it provided a little shock so they stopped the charge and had not tried since. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.